Event description:
It was reported that during an unknown case, the device stopped working, both after pressing the hand activation button and the foot switch pedal. The procedure was carried out and finished by using a new device. No adverse patient consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.